Event description:
The user facility reported an employee obtained an injury to their back after they slipped and fell on a leak from their reliance synergy washer/disinfector. The employee sought medical treatment, but it is unknown what medical treatment was administered.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the hose clamp was loose. To resolve the issue, the technician tightened the hose clamp. The unit was tested, confirmed to be operating according to specification, and returned to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.